Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in an adult female patient who had essure (batch no. A96188) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), hypoaesthesia ("facial numbness") and discomfort ("discomfort"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, hypoaesthesia and discomfort outcome was unknown. The reporter considered abdominal pain, back pain, discomfort and hypoaesthesia to be related to essure. The reporter commented: severe abdominal pain developed and her pre-existing crohn's disease was thought to be the cause of her symptoms. She underwent a CT scan in (B)(6) 2016 when it was confirmed that her crohn's disease was not active. Neurological investigations were undertaken to no avail. Most recent follow-up information incorporated above includes: on 10-jun-2020: batch number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in an adult female patient who had essure (batch no. A96188) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), hypoaesthesia ("facial numbness") and discomfort ("discomfort"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, hypoaesthesia and discomfort outcome was unknown. The reporter considered abdominal pain, back pain, discomfort and hypoaesthesia to be related to essure. The reporter commented: severe abdominal pain developed and her pre-existing crohn's disease was thought to be the cause of her symptoms. She underwent a CT scan in (B)(6) 2016 when it was confirmed that her crohn's disease was not active. Neurological investigations were undertaken to no avail. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("severe abdominal pain, localised pain") in an adult female patient who had essure inserted (lot no. A96188) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of right hemicolectomy in 2011, crohn's disease in 2009 and vitamin b12 deficiency, drug intolerance, dysuria, uti, swelling of legs, constipation, acute sinusitis, sinus infection, multi gravida, right hemicolectomy, crohn's disease, headache, abdominal pain, low back pain and menorrhagia. Previously administered products included: mirena. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), back pain ("back pain"), hypoaesthesia ("facial numbness"), discomfort ("discomfort"), genital haemorrhage ("heavy/abnormal bleeding") and peripheral swelling ("limb swelling"). The patient was treated with surgery (hysterectomy). At the time of the report, all of the events had resolved. The reporter considered abdominal pain, back pain, discomfort, genital haemorrhage, hypoaesthesia and peripheral swelling to be related to essure administration. The reporter commented: severe abdominal pain developed and her pre-existing crohn's disease was thought to be the cause of her symptoms. She underwent a CT scan in (B)(6) 2016 when it was confirmed that her crohn's disease was not active. Neurological investigations were undertaken to no avail. No device migration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] in (B)(6) 2016: crohn's disease not active. [Neurological examination] (date unknown): unremarkable. Lot number: a96188. Manufacture date: 2013-02. Expiration date: 2016-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-may-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("severe abdominal pain, localised pain") in an adult female patient who had essure inserted (lot no. A96188) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of right hemicolectomy in 2011, crohn's disease in 2009 and vitamin b12 deficiency, drug intolerance, dysuria, uti, swelling of legs, constipation, acute sinusitis, sinus infection, multi gravida, right hemicolectomy, crohn's disease, headache, abdominal pain, low back pain and menorrhagia. Previously administered products included: mirena. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), back pain ("back pain"), hypoaesthesia ("facial numbness"), discomfort ("discomfort"), genital haemorrhage ("heavy/abnormal bleeding") and peripheral swelling ("limb swelling"). The patient was treated with surgery (hysterectomy). At the time of the report, all of the events had resolved. The reporter considered abdominal pain, back pain, discomfort, genital haemorrhage, hypoaesthesia and peripheral swelling to be related to essure administration. The reporter commented: severe abdominal pain developed and her pre-existing crohn's disease was thought to be the cause of her symptoms. She underwent a CT scan in dec-2016 when it was confirmed that her crohn's disease was not active. Neurological investigations were undertaken to no avail. No device migration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] in (B)(6) 2016: crohn's disease not active. [Neurological examination] (date unknown): unremarkable. Concerning the injuries reported in this case, the following ones were described in patient´s medical records: hypoaesthesia, peripheral swelling, abdominal pain, back pain. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 16-may-2023: new lawyer's reporter, other health professional's reporter, annex f of international medical device regulators forum updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 18-dec-2018. The most recent information was received on 08-mar-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of several episodes of bleeding menstrual heavy ("periods come every 28 days and lasts for 7 and are very heavy with clots" and "periods are horrendous, I lose clots roughly 3 cm in diameter") and abdominal pain ("experience abdominal pain constantly/ localized pain") in a 40 year-old female patient who had essure inserted (lot no. He0114x) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of corneal abrasion, amenorrhea and pain menstrual in 2016, heavy periods in 2012, headache and headache (the headaches progressed to mild chronic daily headache type.) In 2009, acute sinusitis in 2008, vaginal candidiasis in 2007 and abdominal pain, low back ache, cyst, parity 5 (all female), multi gravida, dysfunctional uterine bleeding, uti, pain upon movement, menorrhagia, adenomyosis, parity 4, pregnancy, migraine and cancer. Previously administered products included: co amoxiclav [amoxicillin sodium;clavulanate potassium] and co dydramol for headache, micronor for vaginal candidiasis and amitriptyline hydrochloride, cerazette [desogestrel], norethisterone and depo provera. Concurrent conditions were listed as pain in hip since 2015, acute conjunctivitis since 2014 and hodgkin's disease (hodgkin¿s disease stage ia) since 2004. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced flatulence ("gas"). On (B)(6) 2017 she experienced abdominal pain (seriousness criterion medically important), abdominal distension ("abdominal bloating and distention"), acne ("acne") and nausea ("nausea"). In 2017 she experienced pelvic pain ("pelvic pain/ pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2019 she experienced a first episode of heavy periods ("heavy periods"). On (B)(6) 2019 she experienced adenomyosis ("adenomyosis") and a second episode of heavy periods ("regular but slightly heavy periods"). On (B)(6) 2019 she experienced a first episode of bleeding menstrual heavy (seriousness criteria medically important and intervention required). On (B)(6) 2019 she experienced procedural pain ("lower abdominal pain") and procedural nausea ("nausea"). Essure was removed on (B)(6) 2019. On unknown date she experienced dysmenorrhoea ("abdominal pain worsens during periods"), arthralgia ("hip and joint pain constantly"), migraine ("migraines frequently"), a second episode of bleeding menstrual heavy, menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), headache ("headaches"), genital haemorrhage ("heavy/abnormal bleeding"), irritable bowel syndrome ("irritable bowel syndrome"), hypersensitivity ("allergic or hypersensitivity reaction") and tooth loss ("dental loss") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with abvd (bleomycin;dacarbazine;doxorubicin hydrochloride;vinblastine sulfate) and radiotherapy as well as surgery (total laparoscopic hysterectomy with salpingectomy bilateral laparoscopic on (B)(6) 2019). At the time of the report, the latest episode of bleeding menstrual heavy, abdominal pain, abdominal distension, pelvic pain, abdominal pain lower, menstrual disorder, dyspareunia, headache and genital haemorrhage had resolved. The outcomes for dysmenorrhoea, arthralgia, migraine, hormone level abnormal, acne, nausea, adenomyosis, procedural pain, procedural nausea, flatulence, irritable bowel syndrome, hypersensitivity and the last episode of heavy menstrual bleeding were unknown. The reporter considered hypersensitivity and tooth loss to be related to essure administration. No causality assessment was received for essure with regard to abdominal pain, dysmenorrhoea, arthralgia, migraine, hormone level abnormal, the second episode of bleeding menstrual heavy, abdominal distension, acne, nausea, the first episode of heavy periods, pelvic pain, adenomyosis, the second episode of heavy periods, abdominal pain lower, the first episode of bleeding menstrual heavy, procedural pain, procedural nausea, menstrual disorder, dyspareunia, headache, genital haemorrhage, flatulence or irritable bowel syndrome. The reporter commented: patient underwent a total laparoscopic hysterectomy, bilateral salpingectomy and conservation of the ovaries on (B)(6) 2019 with indication of heavy and painful menstrual periods. Examination tender anesthesia demonstrated a normal lower genital tract and bulky mobile anteverted uterus with some evidence of adenomyosis. Both tubes and ovaries were normal and mobile and otherwise the pelvis and the upper abdomen were normal. The ovaries were conserved and the uterus removed and sent for histopathology. There was some bleeding from the left angle of the vagina and the left pelvic sidewall and the left ureter was dissected in order to safely secure haemostasis. As per follow up on (B)(6) 2021: removal details: indication for surgery I procedure: adenomyosis, menorrhagia. Findings: normal lgt bulky mobile and uterus with adenomyotic features normal and mobile tubes and ovaries. Normal pelvis and upper abdomen. Ethnicity: british. E transient in relation to inflammatory / viral factors and may be related to recent abdominal sx. Diagnostic results (normal ranges are provided in parenthesis if available): [histology] on (B)(6) 2019: . Womb reported as normal [pathology test] on (B)(6) 2019: macroscopic: right fallopian tube 70x80x10 mm, tube appears congested with multiple paratubal cysts. Left fallopian tube 70x10x10 mm, tube appears congested, again multiple paratubal cysts. Microscopic: the sections of fallopian tubes show scattered paratubal simple cysts. The sections of cervix show nabothian cysts but no evidence of cervical intraepithelial neoplasia, cervical glandular intraepithelial neoplasia or invasive malignancy. Diagnosis: uterus, cervix and fallopian tubes within normal limits [ultrasound pelvis] on (B)(6) 2016: essure sterilization coils are noted within the fundus. A small amount of free fluid is seen in the pod. Impressions: right ovarian cyst is no longer present. [Ultrasound scan] on 17-aug-2016: the ultrasound scan has confirmed the correct placement of the essure. Also saw a functional cyst in both ovaries. Also there is a possibility that she may have some adenomyosis.; on (B)(6) 2017: indication: clinical history: lower abdominal pain and mild cramping associated with bloating for the last few months. Weight steady. Impression: - normal upper abdominal scan. - normal pelvic scan.; (date unknown): nothing found. Batch no: he0114x, production date: 2015-08-28, and expiration date: 2018-08-28. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:adenomyosis, menorrhagia,dysmenorrhoea, abdominal pain, abdominal distension, acne, pelvic pain, headache, abdominal pain lower , nausea. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 08-mar-2024: reporters added, lab data and medical history added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain, localised pain') in an adult female patient who had essure (batch no. A96188) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), hypoaesthesia ("facial numbness"), discomfort ("discomfort"), genital haemorrhage ("heavy/abnormal bleeding") and peripheral swelling ("limb swelling"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, hypoaesthesia, discomfort, genital haemorrhage and peripheral swelling had resolved. The reporter considered abdominal pain, back pain, discomfort, genital haemorrhage, hypoaesthesia and peripheral swelling to be related to essure. The reporter commented: severe abdominal pain developed and her pre-existing crohn's disease was thought to be the cause of her symptoms. She underwent a CT scan in (B)(6) 2016 when it was confirmed that her crohn's disease was not active. Neurological investigations were undertaken to no avail. No device migration diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2016: crohn's disease not active. Neurological examination - on an unknown date: unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: laywer reported new events: heavy/abnormal bleeding, limb swelling. Essure removal date was specified. All events resolved. No device migration. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), hypoaesthesia ("facial numbness") and discomfort ("discomfort"). The patient was treated with hysterectomy and essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, hypoaesthesia and discomfort outcome was unknown. The reporter considered abdominal pain, back pain, discomfort and hypoaesthesia to be related to essure. The reporter commented: severe abdominal pain developed and her pre-existing crohn's disease was thought to be the cause of her symptoms. She underwent a CT scan in (B)(6) 2016 when it was confirmed that her crohn's disease was not active. Neurological investigations were undertaken to no avail. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.